Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call several issues with the insulin pump. Customer's blood glucose level was 286 mg/dl. Customer advised they received a battery out limit alarm and blank display. Customer advised their battery died over night and when they replaced the battery the device had reset the time. Troubleshooting for battery out limit alarm was performed. Customer advised they received the battery out limit alarm after they replaced the battery. Customer was advised this was normal device behavior and to monitor the insulin pump.